Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Should additional information become available, it will be provided in a supplemental report. Device not returned.

Event description:
It was reported that there was a revision of the accolade stem. The rep was unaware of the reason for revision as he was alerted to the case the same day and given minimal information.

Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was confirmed. Visual inspection: the device was not returned however images of the explanted components were available in a medical article related to the case. Severe trunnion wear was present. There was also evidence of potential corrosion, however material analysis is needed to confirm. Bony matter was present on the coated surface of the stem. Medical records received and evaluation: a medical review was performed and concluded: as such, the root failure cause cannot be reconstructed with more certainty due to the limited information available although procedure-related factors are present without any doubt." Conclusions: a medical review was performed, the root cause of failure could not be confirmed based on the information available however procedural factors were evident due to the inadequate positioning of the trident shell. Further information such as return of the device, operative reports patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Update as per literature article: it was reported that the patient was being revised for a failure at the modular head neck junction due to trunnion wear. On the day of admission, patient heard a crack when he stood up and felt severe lateral hip pain.